Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, heavily calcified, proximal right coronary artery. Predilatation was performed prior to stenting. After deployment of the 3.0x18 mm xience prime stent a dissection was observed. Another 2.5x15 mm xience prime was deployed for treatment; however, exacerbated the dissection requiring placement of another xience prime stent for treatment of the dissection successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.5 x15 mm xience prime referenced is being filed under a separate medwatch report.